Event description:
It was reported by a pt that following contact lens wear, he developed a severe eye infection and corneal ulcer in the right eye, resulting in five months of problems and is now seeing a corneal specialist. The pt stated that he was told not to resume contact lens wear for approx 7 months. The pt stated he bought the contact lens in april 2011. Additional info received from the corneal specialist office revealed that the pt's diagnosis was central corneal ulcer. The pt was treated with tobradex. The last time the pt was examined was (B)(6) 2011. Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The actual place of manufacture could not be determined. No product has returned so no eval can be completed. The lot number is unk so no manufacturing investigation can be performed. Internal control number: (B)(4).